Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The device was reprogrammed and the patient was stable afterwards.

Event description:
New information notes that the patient's implantable cardioverter defibrillator had an additional reprogramming done on (B)(6) 2022 after experiencing additional episodes of post-paced t-wave oversensing. The patient was stable.